Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the large hem-o-lok clip applier instrument clip was failing to clip. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while loading the external clip outside of the patient. There was no issue with the instrument motion because the clip applier was not used. The issue was noticed before use and they used a backup instrument to resolve the issue. Isi received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the instrument underwent external and internal visual inspection, no issues detected. The instrument passed the clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No recognition issues were detected during the failure analysis. No product issue was found. The complaint regarding instrument was failing to clip was not confirmed by failure analysis.